Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016, where her lead was moved more to the left and stimulation was regained.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a change in stimulation coverage after being in a car wreck. Reprogramming was unable to resolve the issue. X-rays were taken and confirmed the lead has migrated. Surgical intervention may be pending to address the issue.